Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer was running high as 365 mg/dl and was corrected it and this morning the blood glucose was 93 mg/dl and at afternoon it was 398 mg/dl and corrected it with bolus, then hour later it was 461 mg/dl. Customer disconnected from the pump and ran bolus and only saw one drop insulin come out and corrected with syringe and then current blood glucose recorded as 282 mg/dl with an arrow coming down. The symptoms related to their high blood glucose were extremely thirsty, headache, sickness. Based on customer report customer does not allege pump was under delivering. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Assisted with performing the high pressure test and which was passed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Unit received with cracked retainer, minor scratched display window and scratched case.